Event description:
A certified surgical technologist reported that while in a cranial procedure, they were able to register in synergy cranial using the tracer method, but saw approx 4mm of inaccuracy. After trouble-shooting with medtronic technical services, the cst was able to obtain an acceptable level of accuracy at 2mm. No harm to the pt was reported.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.